Event description:
It was reported that the patient's batteries and battery clips had gotten wet, but all seemed to be working appropriately. No issues noted at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress on 14v li-ion battery clip(s), lot number 8997716, was not confirmed as no product was returned and no product was returned for further investigation. No log files were submitted for review. The provided information indicated no alarms were produced in result of the reported fluid ingress. A root cause for the reported event could not be determined as the issue could not be confirmed through the information provided. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clip. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the reason for wet products was that the patient had slipped and landed in a puddle. No log files were provided as it was a phone conversation with the patient. The batteries and battery clips were dried and cleaned and were marked in case there were further issues. The site noted the battery clips and the ends of the batteries were the only things to get wet. There was no impact to pump support due to the wet products. No equipment was exchanged.